Event description:
Customer called to report a hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 618 mg/dl. Customer stated that she was not feeling well. Customer was hospitalized for one day and treated with IV drip. Current blood glucose reading is 223 mg/dl. Customer is new to infusion pump therapy, she will request additional training. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.